Event description:
Ous MDR - after an implant duration of about 29 months oversensing with inappropriate shocks were reported. This device was explanted but not returned for analysis.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Upon receipt, the right ventricular lead was found dissected at approximately 21 cm distal to the is-1 connector pin. Only the proximal fragment was returned for analysis. It is reasonable to assume that the lead was dissected during the explantation procedure.